Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed multiple power losses. Customer's blood glucose was 8.8mg/dl at the time of the incident. It was reported that the there was no low battery alarms in the history. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected change battery now messages or power loss alarms noted during testing. The power management graph indicated connector resistance issue. Replace battery alerts were present in the pump history file due to connector resistance issue. Connector for 1 was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label and peeling end cap address label.